Manufacturer narrative:
Additional information was received on april 29, 2020. The explant date was cancelled. 2. Is required intervention- uncheck. 2. Is other serious- check. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the product, shell wear was observed on the posterior aspect. Within the wear, a tear was observed measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The explant date, implant date, and event date have been obtained an updated in proper fields. The impacted product was a textured implant. 2. Is other serious-uncheck 2. Is required intervention- check additional information was received on (B)(6) 2020. The impacted product was an unknown mentor siltex spectrum 375cc saline prosthesis. Additional information was received on (B)(6) 2020. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 375cc saline prostheses was performed. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown smooth mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, and explant is planned for (B)(6) 2020.